Manufacturer narrative:
(B)(4).

Event description:
Procedure: esophagectomy. According to the reporter: closing of the stapler was normal and it felt like it fired properly. However, the staples were misformed and tissue macerated. It is unclear whether the knife blade actually advanced as the tissue was not cut just macerated. They re-fired a (B)(4) load a bit lower than the original staple line which made them have to take more specimen that they wanted thus leaving a very narrow conduit.